Event description:
Additional information received identified the patient's scs lead was successfully replaced and the issue resolved.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. The octrode lead body had a kink with all internal wires broken, which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient complained the scs system would not stimulate since approximately one month ago. A system impedance measure revealed high values in all lead contacts. Surgical intervention was planned to address the issue.